Event description:
As reported by the user facility through medwatch: the nurse noted that the intravenous (IV) catheter was difficult to flush. The rn observed that the metal end of the safety device had been retained within the IV catheter, itself. The IV catheter was discontinued. There was no harm to the pt. What was the original intended procedure? IV fluid infusion. Device usage problem: device malfunction - this is, the device did not do what it was supposed to do. (B)(4).